Event description:
Information received indicates all four casters are not holding when in brake.

Manufacturer narrative:
The technician found the screws that go through the frame which holds the casters in place were missing due to being stripped. The technician replaced the screws to repair the bed.